Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis placed the instrument on an in-house system and one blade edge had indentations between the midpoint and tip that acted as a mechanical stop for the other blade when closing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: there was very small and thin scratch marks that have removed the pad printing on the tube extension. The affected area measured approximately .171x .316 and was located at the distal clevis hub and tube extension interface. The evidence was inconclusive, but the pad printing removed damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks with light material removal. The scratches were .090 - .025 in length and not aligned with the tube axis. No other damage was found. The flush tube was inspected and no kinked damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions and/or pad printing removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the monopolar curved scissors instrument was noted to be very dull and not cutting properly during a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.